Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 430 mg/dl. The customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. The customer declined troubleshooting and stated that it was because infusion set was coming off. The insulin pump was not returned for analysis.